Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- stem. Visual examination of the provided pictures identified the explanted stem, head, and liner covered in bio-debris. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with periprosthetic fracture involving the lateral cortex of the proximal femoral diaphysis. It was reported the patient suffered a periprosthetic fracture due to a fall. However, as the reason for the fall is unknown, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). G2: foreign: australia the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure 4 years and 7 months post implantation due to peri-prosthetic fracture. There is no additional information available at the time of this report.